Event description:
A pt reported experiencing inaccurate high results with a one touch meter. In 2001, pt's blood glucose was 25.0 and 11.0 mmol/l. Tests were done 1-2 minutes apart. Pt did not experience any adverse events. No further info has been reported.